Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula kinked event on (B)(6) 2026. The insertion site was abdomen. The infusion set was in use for one day. The blood glucose level was 276 mg/dl, and the patient was treated with correction bolus. The patient replaced infusion sets, and resumed insulin successfully. No further information available.